Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when the customer removed the t:case from the pump, the cartridge was pulled out resulting in a valid cartridge alarm 25 (removed cartridge alarm). Blood glucose ranged from 82-87 mg/dl. The customer successfully reloaded the cartridge to address the event and resumed insulin delivery.